Manufacturer narrative:
(B)(6) 2016 10:59 am (gmt-5:00) added by (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Product analysis: the device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. The heater wire was bent away from the hot jaw and remained attached. In response the reported "intermittent continuity" a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was unable to be conducted due to the damage to the heater wire. The device was returned in a condition precluding proper temperature/resistance/cautery function evaluation of the device based on the reported ¿intermittent continuity¿. Based on the returned condition of the device, the reported complaint for "bent heater wire" was confirmed. Based on the results of the electrical evaluation, the reported complaint "intermittent continuity" was not confirmed. We were unable to reproduce any electrical failure during testing. Specific actions for the confirmed failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Product analysis: the device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. The heater wire was bent away from the hot jaw and remained attached. A review of the complaint record identified that the "bent wire" was also reported by the account. In response the reported "intermittent continuity" a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was unable to be conducted due to the damage to the heater wire. The device was returned in a condition precluding proper temperature/resistance/cautery function evaluation of the device based on the reported event. Based on the returned condition of the device, the reported complaint for "bent heater wire" was confirmed. Based on the results of the electrical evaluation, the reported complaint "intermittent continuity" was not confirmed. We were unable to reproduce any electrical failure during testing. Specific actions for the confirmed failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that the vasoview hemopro 2 had intermittent continuity and stopped working. Additionally, the wire was reported to have been bent in a subsequent update. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.